Event description:
It was reported that during the left posterior communicating artery, saccular aneurysm procedure, subject flow diverting stent was successfully implanted following the use of a balloon to oppose against the vessel wall. Almost 9 months post procedure the patient had loss of grip in right hand, vague cognition deterioration. Imaging revealed that acute left mca (middle cerebral artery) infarcts. No treatment was required. According to site this adverse event had an unlikely relationship with the procedure and a possible relationship with the subject flow diverting stent and to underlying condition. The outcome is unknown. No additional information available. Update: additional information was received on 15-apr-2024 stated that the adverse event was resolved at unknown date in 2023. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added b5 executive summary - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicates there is no update yet regarding the patient¿s current status. There was no device deficiency reported. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during the left posterior communicating artery, saccular aneurysm procedure, subject flow diverting stent was successfully implanted following the use of a balloon to oppose against the vessel wall. Almost 9 months post procedure the patient had loss of grip in right hand, vague cognition deterioration. Imaging revealed that acute left mca (middle cerebral artery) infarcts. No treatment was required. According to site this adverse event had an unlikely relationship with the procedure and a possible relationship with the subject flow diverting stent and to underlying condition. The outcome is unknown. No additional information available.

Event description:
It was reported that during the left posterior communicating artery, saccular aneurysm procedure, subject flow diverting stent was successfully implanted following the use of a balloon to oppose against the vessel wall. Almost 9 months post procedure the patient had loss of grip in right hand, vague cognition deterioration. Imaging revealed that acute left mca (middle cerebral artery) infarcts. No treatment was required. According to site this adverse event had an unlikely relationship with the procedure and a possible relationship with the subject flow diverting stent and to underlying condition. The outcome is unknown. No additional information available. Update: additional information was received on 15-apr-2024 stated that the adverse event was resolved at unknown date in 2023. No additional information available. Update: additional information was received on 21-may-2024 stated that the relationship of the adverse event with the subject's flow-diverting stent has been updated from "possible" to "unlikely."

Manufacturer narrative:
B5 executive summary - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicates there is no update yet regarding the patient¿s current status. There was no device deficiency reported. Additional information provided by the customer on the 15-april-2024 regarding the patient's current status indicated; the event was resolved unknown date in 2023. Additional information received on 21-may-2024 stated that the ae relationship with the subject flow diverting stent has been updated from possible to unlikely. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Manufacturer narrative:
B5 executive summary - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicates there is no update yet regarding the patient¿s current status. There was no device deficiency reported. Additional information provided by the customer on the 15-april-2024 regarding the patient's current status indicated; the event was resolved unknown date in 2023. Additional information received on 21-may-2024 stated that the ae relationship with the subject flow diverting stent has been updated from possible to unlikely. Additional information received on 03-jun-2024 stated that the ae relationship with the subject flow diverting stent has been updated from unlikely to possible based on cec. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during the left posterior communicating artery, saccular aneurysm procedure, subject flow diverting stent was successfully implanted following the use of a balloon to oppose against the vessel wall. Almost 9 months post procedure the patient had loss of grip in right hand, vague cognition deterioration. Imaging revealed that acute left mca (middle cerebral artery) infarcts. No treatment was required. According to site this adverse event had an unlikely relationship with the procedure and a possible relationship with the subject flow diverting stent and to underlying condition. The outcome is unknown. No additional information available. Update: additional information was received on 15-apr-2024 stated that the adverse event was resolved at unknown date in 2023. No additional information available. Update: additional information was received on 21-may-2024 stated that the relationship of the adverse event with the subject's flow-diverting stent has been updated from "possible" to "unlikely." Update: additional information received on 03-jun-2024 stated that the relationship of the adverse event with the subject's flow-diverting stent has been updated from from "unlikely" to "possible" based on cec (clinical events committee). No additional information available.